Manufacturer narrative:
The insulin pump was monitored for several days. All operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected off no power without low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer stated that they will call back after they insert new batteries to see if the issue would resolve itself. The customer returned the product for analysis.